Event description:
A surgeon reports a female pt had bilateral implant surgery in november 2004 to address disabling halos experienced with another lens type. In 2004, following the bilateral lens exchange, the pt complained of seeing ghost images, with double internal and external images that did not improve with correction. The lens in the left eye (os) was removed and replaced with another lens model in 2005. The double-images resolved following the lens exchange. MDR for right eye: 1119421-2005-00368.

Event description:
A follow-up visit with the reporting surgeon revealed that the pt developed cystoid macular edema following explantation of the intraocular lens. The pt is being treated and the prognosis is good.